Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient experienced a loss of therapeutic effect following a surgery ten days prior. The patient experienced "freezing" and whole body shakes. The hcp indicated, the programming and settings on the ins were not changed and the implanted device was never off. Another physician had indicated, the patient programmer showed the device was off. After turning the implant back on, the patient experienced relief for about 2 hours. Additional information has been requested. See also MFR report #3004209178201000137.